Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the screen remaining blank when powered on was confirmed via analysis of the returned centrimag console. The reported event of an atypical auditory alarm confirmed via analysis of the downloaded log file. The returned centrimag console (serial number: (B)(6) was evaluated by service depot, alongside known working test centrimag equipment. Upon powering on the console, it was observed that no information would display on the screen. The unit was disassembled to inspect the internal components and it was determined that the display printed circuit board (pcb) was not functioning as intended. The damaged display pcb was then replaced with a new display pcb and the issue resolved. After replacing the display pcb, a full functional checkout was performed and the unit passed all steps of the test without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The damaged display pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned display pcb did not reveal any issues with the pcb. Circuit analysis of the pcb did not reveal any atypical measurements, including the pins on the vacuum fluorescent display (vfd) screen. This indicates that the internal components of the vfd screen may have become damaged; however, this could not be conclusively determined. The log file contained approximately 1 day of data (B)(6) 2023, (B)(6) 2023). On (B)(6) 2023 at 22:16, a s3 alarm activated correlating to a can bus send error sub-fault. The alarm activated shortly after the console was powered on and was not muted or cleared. The alarm appeared to be active until the console was powered off on (B)(6) 2023 at 22:18. The console was powered on and off multiple times for the remainder of the log file, and the s3 alarm did not reactivate. No other notable alarms were observed in the log file. The reported screen issue was determined to be due to a compromised component on the display pcb; however, the root cause of the damage could not be conclusively determined through this analysis. A manufacturing analysis task was initiated to investigate the issue of the faulty console display. Per the investigation, it was concluded that this issue could potentially be related to a manufacturing problem; however, the root cause could not be determined. A supplier corrective action request (scar) was initiated to inform the supplier. It should be noted that the returned centrimag console was manufactured prior to the implementation of the scar. The root cause of the reported atypical auditory alarm could not be conclusively determined through this analysis. The 2nd generation centrimag system operating manual, rev. M, section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, rev. M, section 9.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual, rev. M, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the nurse went to turn on the console to the prime the circuit, the console screen was black. An audible alarm was heard. The alarm would silence but not clear. The console was taken out of service. The console was not in use for patient support.